Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The possible batch number reported as follows: mmm191 mfg. Date - 11/2/2018. Exp. Date - 10/31/2023. Ethicon inc. (B)(6). A manufacturing record evaluation was performed for the finished device lot number mmm191, and no non-conformances were identified. Device evaluation summary: five unopened samples of product code j493, lot mmm191 were returned for analysis. The issue sample was not received for evaluation. During the visual inspection of five samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements . Representative samples returned to support the investigation of 3 device issues captured in 2210968-2019-81492, 2210968-2019-81533 and 2210968-2019-81530. Analysis results have been included in follow ¿ up reports for each.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a mohs procedure on (B)(6) 2019 and suture was used. The needle separated from the suture during use. Another device was used to complete the procedure. There were no adverse patient consequences reported.